Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and abdominal pain lower ("pain"). The patient was treated with surgery (salphingectomy(unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage, menorrhagia, psychological trauma, fatigue and abdominal pain lower outcome was unknown and the dysmenorrhoea, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, breakage, psych injury, migration, discrepancy noted for date(s) of removal: nov-2010 and (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: adequate occlusion and positioning of the coil in the left tube. However, the right tube remains patent and the coil appears to be outside the tube and indeed outside of the uterine cavity. Patient requests laparoscopic occlusion of the right tube. Imaging procedure - on (B)(6) 2011: migration /right side coil fell out and I was still able to get pregnant.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received. New event: lower abdominal pain was added. New reporters added, plaintiff's information updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of essure device location of device: small intestine') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011 for contraception. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 20 days after insertion of essure. On (B)(6) 2011, the patient experienced pelvic pain ("pain: pelvic") and abdominal pain ("pain: abdomen"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), abdominal pain lower ("pain") and pelvic discomfort ("pressure in pelvic/abdominal region"). The patient was treated with surgery (salphingectomy (unilateral) and salphingectomy(unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the device breakage, device dislocation, menorrhagia, psychological trauma, fatigue, abdominal pain lower and pelvic discomfort outcome was unknown, the dysmenorrhoea, bladder disorder and urinary tract disorder had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pelvic discomfort, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, breakage, psych injury, migration, discrepancy noted for date(s) of removal: (B)(6) of 2010 and (B)(6) 2011. Current weight 195 lbs. Per fu (B)(6) 2020, essure insertion date: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: adequate occlusion and positioning of the coil in the left tube, right tube remains patent and the coil appears to be outside the tube and indeed outside of the uterine cavity. Migration/right side coil fell out and I was still able to get pregnant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events: pelvic/abdominal pain, pressure in pelvic region were added. Patient demographic, medical history, lab data/concomitant medication, and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), psychological trauma ("psych injury"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (salpingectomy(unilateral)). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage, menorrhagia, psychological trauma and fatigue outcome was unknown and the dysmenorrhoea, bladder disorder and urinary tract disorder had resolved. The reporter considered bladder disorder, device breakage, device dislocation, dysmenorrhoea, fatigue, menorrhagia, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, breakage, psych injury, migration 2 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: case category changed to incident and previously reported event injury were updated to new event dysmenorrhea, menorrhagia, device breakage, migration, psych injury, bladder/urinary disorder, fatigue no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.